Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was not received for evaluation. The reported condition of a fractured implant was not confirmed. Since product has not been returned, visual/functional inspection could not be performed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided / unknown, reporter's last name and email not provided / unknown. Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the implant fractured. The implant remains in the patient mouth. Retrieval tool was requested. Tooth location 14.